Event description:
The patient contacted lifescan alleging that their fast take meter was reading in the incorrect unit of measurement. Lifescan spoke with the patient to obtain additional information 2 days later. The patient didn't recall seeing the decimal point missing and didn't recall changing the battery and/or resetting the meter date and time. They noticed that their meter readings seemed to have "gone higher" in the last 3 weeks and they had been taking 2 to 3 units of insulin more per day than usual per their sliding scale. At the time of concern, they obtained a result of 185 mg/dl on the reported meter at 12:00 pm. They interpreted the reading to be 18.5 mmol/l (converts to 333 mg/dl) and took 3 extra units of insulin. At 4:00 pm, they were working outside and was feeling confused. They tested and obtained a result of 54 mg/dl on ther reported meter; the result was consistent with their symptoms. However, they interpreted the result to be 5.4 mmol/l (converts to 97 mg/dl). They called their family member. They arrived within 10 minutes and tested them with the meter; the result was 57 mg/dl. At that time, the family member realized the decimal point was missing from the reading. The family member took the patient to the hospital where a result of 63 mg/dl was obtained on the reported meter compared to the hospital device result of 3.6 mmol/l (converts to 65 mmol/l). The hospital nurse confirmed that the meter was set to mg/dl instead of mmol/l. They treated the patient with orange juice. The nurse discarded the reported meter at the hospital. As the patient took additional insulin in response to results they interpreted to be higher than actual, there is an indication that the product contributed to their experiencing hypoglycemia requiring intervention. The event meets the criteria for a medical device reportable as an adverse event.